Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that after the pocket was closed, undersensing and loss of atrial pacing was seen. When the leads tested normal via an analyzer, the pulse generator was replaced.